Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. At an unspecified time, the customer contact reported that the tubing separated from the leg of the clave y-site of the extension tubing set. No information was provided if the event occurred prior to or during patient use. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.